Event description:
Related manufacturer report number: 3006705815-2022-16900, 3006705815-2022-16902. It was reported that the patient is experiencing ineffective therapy and pain at the ipg site. It is noted that the patient had lost approximately 100 pounds since implant. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.